Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 480 mg/dl at time of incident and current blood glucose level was 78 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reports the symptoms related to their high blood glucose such as vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The customer was treated with injections and bolus for high blood glucose. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed inaccurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer had a tubing clamp available. Customer was able to perform high pressure test at this time. Customer states they performing the high pressure test and as results insulin pump failed the test. Customer states they repeated high pressure test and as results insulin pump failed the test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated properly with test guardian link transmitter. No sensor anomaly noted during testing.